Event description:
It was reported the pt experienced ineffective stimulation. It was also reported the pt has stimulation on the right side below the knee. However, the pt's pain pattern is the left leg, below the knee. Reprogramming was unable to resolve this issue. The physician has not planned any further action at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.